Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leakage at septum on (B)(6) 2024, during the use of a closed IV indwelling needle, the nurse retreated the core and then leaked fluid from the white isolation plug, pulled it out and discarded it, replaced it with a new indwelling needle and re-punctured it, increasing the patient's pain resulting in a decrease in satisfaction, 3 consecutive columns, reported to the equipment section for treatment.

Manufacturer narrative:
1. DHR/bhr review lot#4081456. 1-the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum. 2. No defective samples and photos have been received for the complaint. 3. As the plant received similar complaints from other batches of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the production process, and no similar complaints have been received from other hospitals regarding this batch of products. In response to leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional informaiton provided.